Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle broke. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2012-02108. Please see medwatch report # 2210968-2012-02108 for all information regarding this event.

Manufacturer narrative:
(B)(4): it was reported that the procedure was performed on either (B)(4) 2012 and the needle broke because it was much too small to close the uterus by laparoscopy. When a larger needle was used, there were no further problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.